Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-16388, 1627487-2021-16390. It was reported that two of the patient's l1 leads had fractured. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which leads had fractured, so all potential leads are being reported.